Event description:
It was reported that the ilet charger would not charge the device despite attempts using multiple outlets and a phone test, and a replacement charger was arranged after troubleshooting and education were completed. Symptoms included no device charging. Outcomes included inconvenience and the need for replacement hardware without clinical impact. Investigation included customer troubleshooting and verification attempts using alternative power sources. Investigation of this case revealed a suspected charger malfunction consistent with a nonfunctional power supply component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the charger.